Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 2, 2016. (B)(4). Not returned to manufacturer.

Event description:
End user reports having surgery (B)(6) 2016 for a total right knee replacement and reports that the dressing was in place for approximately 7 days at which time he noted redness to the edges of the dressing and itching. The end user contacted his doctor after the dressing had been in place for approximately 10 days because the redness and itching continued. He saw his doctor on approximately day 10 and his doctor removed the dressing at which time he noted a red rash like area with fluid filled blisters and a moderate amount of weeping under the border of the dressing. End used stated his skin under the center of the dressing was not affected and that he was supposed to leave the dressing in place for 3 weeks. His doctor however, removed the dressing and left it off and prescribed a methylprednisolone dose pack in addition to silvadene cream to apply the affected area and cover with gauze. End user reports that this area resolved within approximately 10 days.